Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2021 due to pd catheter (not a fresenius product) complications. No additional information provided during initial reporting. Follow-up with the patient's peritoneal dialysis registered nurse (porn) confirmed the patient was hospitalized on (B)(6) 2021 for a mal-positioned pd catheter. The patient's surgery was scheduled for (B)(6) 2021, however the surgery was postponed by the hospital (no rationale provided, non-patient related). On l (B)(6) 2021, the patient successfully underwent a pd catheter revision and was scheduled for discharge (B)(6) 2021. The patient reportedly continued to undergo pd therapy without issue and is recovering from the events. The porn stated the events were unrelated to any fresenius device(s) and/or product(s) defect or malfunction. Upon discharge, the patient will resume utilizing the same liberty select cycler as before the events. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)